Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The insulin pump was received with a completely broken off reservoir tube lip noted; a test reservoir tube does not lock in place and missing reservoir tube o ring noted. The insulin pump had minor scratches on lcd window, cracked case at the display window corner, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the reservoir compartment was unable to hold the reservoirs in. Customer's blood glucose was 500 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.